Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. The reporter alleged that the alarm occurred three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/16/2015.device evaluation: the device has been returned and evaluated by product analysis on 06/02/2015 with the following findings: the complaint could not be duplicated. A review of the pump¿s black box data revealed cs 078 call service alarms. A prime sequence and 24 hour duration test were successfully completed with no duplicated call service alarms. Unrelated to the initial complaint, the display screen was dim and discolored, and the battery compartment was cracked. Also unrelated, there was moisture in the display screen. The leak test failed due to a battery compartment leak. The pump was opened and moisture was observed on internal components of the pump.